Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment. The device passed all tests, and the battery was replaced.

Event description:
It was reported that the analyzer of the programmer was non-functional. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.